Manufacturer narrative:
No unexpected blank display anomalies noted during testing. Unit passed self test, off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The stop (idle) current test and run current test were in specification. Unable to prime during prime test due to moisture damage on force sensor resistor. Unit received with cracked reservoir tube area. Unit received with minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was 249 mg/dl. Troubleshooting for blank display was performed. Customer advised they wanted to deliver a bolus when they realized the insulin pump was blank. Customer advised there was a crack on the side of the insulin pump where the insulin goes. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.